Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited high capture threshold, low sensing, oversensing noise resulting in inappropriate mode switch. Programming changes were made to address the issues. The patient was in stable condition.